Event description:
The customer contacted the manufacturer's clinical specialist and reported the lack of video on the control room and the pt area monitor. The manufacturer's clinical specialist arrived at the facility and was communicated that the system had previously smelled of smoke. It is believed the customer experienced the smell of smoke on the same day of the event. When he turned on the system, the lights and fans turned on as expected; the system beeped eight (8) times; however, it never booted up to the home screen. It was further reported that the incident occurred during an emergency ivus procedure and when the imaging system did not display a video, the physician aborted the ivus case. The physician proceeded with an alternate treatment method for the pt i.e. Angio. There was no report of adverse events due to this incident. A manufacturer's field service engineer (fse) was dispatched to the customer site to replace the pc module. Upon initial examination the fse observed a large amount of dust around the imaging system vents on the pc module. The pc module was replaced per the manufacturer's process.

Manufacturer narrative:
(B)(4). The pc module was returned to the manufacturer for evaluation. Visual inspection of the exterior of the returned pc module discovered no evidence or signs of smoke. The pc module side cover was removed and no burning smell or smoke residue was noticed. The pc module was moderately dusty inside. The wiring was properly routed. The pc module was plugged in and when power switch was pressed, the pc module made one (1) long and eight (8) short beeps and failed to boot. Per the manufacturer reference (B)(4) bios beep codes chart, this sequence of beeps corresponds to a defective video card. The video card was examined and it was noted that the cooling fan had failed to spin causing for the video card to overheat. The video card was removed and a moderate quantity of dust was noticed on the cooling fan and the card itself. The unit was tested with a good known gold system video card however, the system failed to boot. This indicates that the motherboard failed. It is known that a failed video card could result in the motherboard failure. The video card is a commercial part and we are currently investigating the root cause of video card overheating. A supplemental report will be submitted when the investigation is completed.